Event description:
It was reported the programmer does not display the cursor on the screen correctly. The repair and calibration disks were tried, but this did not resolve the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067l rf (radio frequency) head.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer does not display the cursor on the screen correctly. The display bezel overlay assembly was found out of electrical specification. Analysis also found the power cord bay latch tabs are broken off, the case is worn, lower case hasa damaged foot pad, both handle covers are cracked, and both retention strap springs are missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.